Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer states the batteries were low and the chair does not take a charge. Dealer also states there is a burn mark on the positive battery harness terminal in front. The rubber cover on the battery harness looked burnt, blackened.